Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pet lock was separated. This damage was likely a result of a coil detachment attempt during the procedure. The smart coil was stuck inside the non-penumbra microcatheter and unable to remove from the catheter. The embolization coil and the pusher assembly distal detachment tip were not visible inside the catheter; therefore, the reported smart coil detached within the microcatheter could not be confirmed. Based on the returned condition, the root cause of the reported complaint could not be determined. Evaluation of the returned handle revealed a functional and an undamaged device. During functional testing, the handle was tested with a handle test fixture and performed within specification. The handle was able to detach a demonstration smart coil without issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually inspected and functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. This report is associated with MFR report numbers: 1. 3005168196-2021-00625, and 2. 3005168196-2021-00626.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-00625, 3005168196-2021-00626.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils), a smart coil detachment handle (handle), and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous and narrowed. During the procedure, the physician placed six non-penumbra coils into the target vessel using the microcatheter. Next, the physician advanced a smart coil into the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the handle was removed. The physician then attempted to detach the smart coil using a new handle; however, the smart coil failed to detach. Therefore, the handle was removed. Subsequently, upon removal of the smart coil, the smart coil detached within the microcatheter. Therefore, the microcatheter containing the detached smart coil was removed. Afterwards, a contrast run was performed that indicated that the target location was successfully embolized with the previously placed coils. The procedure ended at this point. There was no report of an adverse effect to the patient.